Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh erosion, stress urinary incontinence with cystocele and pelvic mass. Removal of eroded mesh, removal of pelvic mass and placement of an additional sling were performed.